Event description:
It was reported that during the implant procedure the physician was having difficulty placing the right ventricular (rv) lead and obtaining satisfactory thresholds. The patient complained of chest and abdominal pain. Physician noted rhythm change and ordered intra-procedure echocardiogram. Tamponade from perforation was discovered and a paracentesis was performed. The physician proceeded with placing the new rv lead, right atrial lead and device. Pt was sent to ccu post procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)